Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer passed away at home on (B)(6) 2021. The cause of death was low blood glucose level .the caller stated that the customer had diabetes and scoliosis that may have led to the customer's passing. The customer¿s blood glucose was 40 mg/dl at the time of death. Customer did not recover from low blood glucose. Customer's husband tried to treat customer with glucose tablets and glucagon. Customer was not admitted to the hospital. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. It was unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer passed. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0868 inches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at battery tube side, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. Please see below for the customer's daily total of all insulin delivered surrounding the event date (B)(6) 2021 listed on smartsolve and the days prior to the event date. (B)(6)2021 dailytotalofallinsulindelivered:199000 (19.9 unit) (B)(6) 2021, dailytotalofallinsulindelivered:181000 (18.1 unit) (B)(6) 2021, dailytotalofallinsulindelivered:177750 (17.775 unit) (B)(6) 2021, dailytotalofallinsulindelivered: 229000 (22.9 unit) (B)(6) 2021 , dailytotalofallinsulindelivered: 193000 (19.3 unit) (B)(6) 2021 , dailytotalofallinsulindelivered: 186000 (18.6 unit) (B)(6) 2021, dailytotalofallinsulindelivered: 60000 (6 unit). The pump passed the functional testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Sensor was used per new notes.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in section b5 with this report.

Manufacturer narrative:
Additional information related to blood glucose value has been received. The information has been provided in b5 section of this report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Caller stated that last known blood glucose value of the customer prior to their passing was 35mg/dl.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021, the customer passed. Low bg was noted. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0868 inches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at battery tube side, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. Please see below for the customer's daily total of all insulin delivered surrounding the event date (B)(6) 2021 listed on smartsolve and the days prior to the event date. (B)(6) 2021 dailytotalofallinsulindelivered: 199000 (19.9 u). (B)(6) 2021 dailytotalofallinsulindelivered: 181000 (18.1 u). (B)(6) 2021 dailytotalofallinsulindelivered: 177750 (17.775 u). (B)(6) 2021 dailytotalofallinsulindelivered: 229000 (22.9 u). (B)(6) 2021 dailytotalofallinsulindelivered: 193000 (19.3 u). (B)(6) 2021 dailytotalofallinsulindelivered: 186000 (18.6 u). (B)(6) 2021 dailytotalofallinsulindelivered: 60000 (6 u). The pump passed the functional testing. Unable to verify low bg. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.